Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed that the downstream occlusion (dso) seal was lifting. The device had not been in for service in the review period. The event history log had no evidence to review. Functional testing was able to duplicate the customer's reported problem and the clock battery was replaced. The investigation determined that the dso seal was lifted. The dso seal was replaced.

Event description:
It was reported that the device had issue with the clock battery. Per reporter, the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported. Analysis of the returned device found that the downstream occlusion (dso) seal was lifting.